Event description:
Patient reported "I have had more and more complaints with the implants/breast" right side. Additionally, hcp reported "device exchange. Silicone bleeding" and capsular contracture baker grade iii-IV. Biopsy test performed. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified two devices appears to be intact and have white particles in the surface of the shell. The devices are not labeled by side explanted. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of gel bleed and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: silicone bleeding; capsular contracture, baker grade iii/IV.

Manufacturer narrative:
Parent aware date incorrectly reported in previous mw as (B)(6)2021; correct aware date for that report is (B)(6)2021.

Event description:
Patient reported "I have had more and more complaints with the implants/breast" right side. Additionally, hcp reported "device exchange. Silicone bleeding" and capsular contracture baker grade iii-IV. Biopsy test performed. Device has been explanted and replaced.